Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. A lot history review revealed this is the only complaint associated with a similar complaint for this lot. A device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. Although additional details of the event were requested, the investigation was based on the limited information received from the facility. A definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. If additional information becomes available, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly was unable to be deflated after treatment of the target lesion. The health care professional (hcp) used an ipsilateral approach to gain access to the patients iliac artery. The hcp prepared the lutonix dcb in the normal fashion and removed the balloon protector without issues. The hcp reportedly advanced the catheter to the lesion under negative pressure. After successful treatment, the balloon was unable to be deflated after multiple attempts. The hcp decided to rupture the balloon by applying 30 atmospheres of pressure. As a result, the balloon ruptured and the hcp was able to retract the balloon through the 6 french introducer sheath, but with difficulty. The balloon was completely removed and no remnants were left in the patient. The lutonix dcb will not be returned for further investigation. No subsequent adverse patient effects were reported.